Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, pt reported she had a kinked cannula and high reading that happened a couple of years ago. She said she had a high reading, so she changed her infusion site and noticed the cannula was kinked. Pt reported she changed the infusion site and everything was okay after that. Pt stated she does not remember any other specifics about that situation. She stated she discarded the infusion set that had the kinked cannula. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Currently, the pt's blood glucose is normal and she is feeling fine. No product return was requested.